Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was in the proximal left anterior descending artery (lad). The physician attempted to advance a taxus express2 3.0 x 20 mm stent to the lesion site and the stent delivery system (sds) shaft kinked at 30 degrees. However, the physician continued pushing the sds until the target lesion was reached. As the physician attempted to inflate the sds, the balloon would not inflate. The physician then decided to withdraw the entire system, however, the sds shaft fractured exactly at the initial kink. No patient complications or injuries were reported. The procedure was successfully completed with another taxus express2 3.0 x 20 mm stent. Patient status is reported as "satisfactory/good."